Manufacturer narrative:
Omit: report source other, f27 - problem identified during non-clinical procedure, c20 - no findings available, d15 - cause not established. Correction: describe event or problem. Additional information: imdrf annex a, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported broken sears failure could not be determined, as there were no devices or logs returned for investigation. However, a probable cause of the issues is being attributed to the use of a non-approved cleaning chemicals which can lead to plastic embrittlement and environmental stress cracking no devices were returned for this investigation; therefore, no inspection could be performed. However, a photograph was provided showing the reported pump module¿s broken sears. The suspect devices were not returned for this investigation; therefore, laboratory testing could not be performed. The broken sears issue was escalated via (B)(4). A log analysis could not be performed as there was no device or logs returned for investigation. The bd alans system¿ cleaning and disinfecting procedures state the approved cleaning solution for use are: clorox healthcare® bleach germicidal wipes. Dispatch® hospital cleaner disinfectant towels with bleach metrex caviwipes¿ bleach disinfecting towelettes proper care and maintenance are essential for keeping the alans system in good condition. To ensure efficient operation, use the recommended cleaning products and follow the correct cleaning and inspection procedures. Additionally, only use disinfectants approved by bd to clean and disinfect the bd alans system use of unapproved disinfectants can result in incorrect device operation. Do not return a damaged device to patient use damaged devices can result in patient harm send the damaged device to biomedical engineering for repair. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the broken sears could not be determined, as there were no devices or logs returned for investigation. However, a probable cause of the failure is being attributed to the use of non-approved cleaning chemicals which can lead to plastic embrittlement and environmental stress cracking, side loading of the latch handle to the right has also been shown to be a contributing factor to the observed damage in previous investigations. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that device had broken sear latch. There was patient involvement, but no harm.

Event description:
It was reported that device had broken sear latch. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.